Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device force sensor was not working. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D3: 23-apr-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was traced to a faulty main board. The main board was replaced to address this issue.